Manufacturer narrative:
The calibration data show good performance of the ise modules and the electrodes. A sodium electrode issue can be excluded as the discrepancies did not reoccur. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of qc and patient results for ise indirect na for gen.2 on a cobas 8000 ise module between (B)(6) 2019 and (B)(6) 2019. The customer provided data for 18 patient samples. Of the data provided, the na results for 13 patient samples were discrepant. The initial results were reported outside of the laboratory. The samples were repeated on a different analyzer. The repeat results were believed to be correct and were reported outside of the laboratory. No adverse event occurred. The na electrode lot number was m5385. The expiration date was not provided. The field service engineer (fse) found an issue with the vacuum/sipper nozzles and replaced them. The fse checked fluid dispensing and sample probe alignment into the dilution vessel. Precision and qc testing was acceptable. The customer stated the instrument has been performing better since the service visit.